Manufacturer narrative:
(B)(4). Problem of needle detachment. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during an anterior repair with graft procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the needle of the second leg of the uphold lite detached and was found inside the capio cage. Consequently, a second uphold lite with capio slim was used to finish the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.